Event description:
The pt reported that a few days after initial implant surgery, pt was seen by the surgeon because they were not feeling well and they had fluid leaking through their nose unabated. It was reported that the pt left without receiving treatment. A few days after this visit, the pt admitted self into the hospital (exact date not given). The pt was treated with antibiotics and spinal drainage. The pt recovered. The device remains implanted; however, the pt reports dizziness, which has limited the use of their device. Pt reports that x-rays have been reviewed by other physicians. Pt was told that the surgeon's placement of device is in question.